Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a broken door latch was confirmed. Service determined by visual inspection that the door latch and latch roller were broken/damaged. The door latch assembly was replaced onsite at the facility by a baxter field service technician to resolve the issue.

Event description:
The facility reported a flogard infusion pump that presented "broken door latch." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.